Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed an e216 scope communication error message and the image was noisy. The issue occurred during device setup. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: g4, h6 (a090203 removed). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object inside the secondary water supply tube. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was damaged circuit board of scope connector (s-connector) and the most probable root cause of the foreign object inside the secondary water supply tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.